Event description:
Additional information: in regards to the refill done on (B)(6) 2012 it was stated that the refill went as "expected, there were no issues". They did not trouble shoot because of this. Infumorph concentration and dose was reported as 25 mg/ml and 6.08 mg/day respectively. On patient had dye study and rotors checked (B)(6) 2012, as the hcp suspected a leak due to previously reported symptoms. Both tests were "normal" and showed no leaks and correct placement of catheter. Hcp wanted second opinion, patient was seen by neurosurgery, on unknown date, no abnormalities found. On (B)(6) 2012 pump was filled in office, under physician supervision, "in case she presented with symptoms again after refill." Refill "went as planned," the patient "tolerated it well." An interim visit is scheduled just to check that everything is well" (B)(6) 2012. Refill is scheduled for (B)(6) 201. Patient outcome was noted as doing well with no further issues.

Event description:
A volume discrepancy was reported; the actual residual volume (33ml) was less to expected (36ml). It was stated that at the last refill, which was two weeks ago, 15 minutes following refill patient felt "tired, dry mouth, pain in stomach, flush, out of it and heaviness of the chest." The nurse was able to pull out what was expected and there was no discrepancy. Patient symptoms went away that day. As of the date of this report the nurse went to check patient just as follow up and withdrew 33 ml and was expecting 36ml. The nurse then injected the 33ml back and patient had similar symptoms again. There were no change in orals for the patient; however it was added that at the refill two weeks ago when this first happened the dose had been decreased. Drug delivered via the device was infumorph. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter, model: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).